Event description:
The event is reported as: the patient had a slight cough and the white corrugated paper fell out of the trach vent. This occurred during patient use. No report of patient injury.

Manufacturer narrative:
The result of the investigation are not complete at the time of this report.